Event description:
The customer reported that the device jammed during use with no tissue damage. The surgeon opened another instrument to complete the procedure. There was no pt injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.